Event description:
It was reported that the device was explanted after an implant duration of approximately 113.4 months. On 04/29/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral insufficiency.

Event description:
It was reported that the device was explanted after an implant duration of approximately 41.03 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to dehiscence, mitral regurgitation, and paravalvular leak.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.